Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective turbine assembly for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving motor fault, hardware fault, circuit disconnect, low peak inspiratory pressure (pip),low minute ventilation (ve) alarm and turbine assembly is giving humming sound. The customer confirmed that there was no patient involvement associated with the reported event